Manufacturer narrative:
Pump passed sleep current measurement, active current measurement and displacement test. However, power error detected alarm occurred during monitoring for several minutes, problem isolated to the pcb 1. Pump received with pillowing keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Notification light did not immediately stop flashing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.